Event description:
I've a deaf and dumb child. In september he'll be implanted with a clarion or hires 90k cochlear implant they don't say to me which of them will be. I have read FDA warning letter w/l 09-05 february 1,2005 about advanced bionics cochlear implants. Has this firm corrected these deviations? I need to know which implants have been recalled, the exact codes and names because of their malfunction. Have you totally substituted them with new and safe implants without any sign of moisture? I know that many children have replaced implanted cochlear devices for intermittent functioning, complete loss of sound, etc.